Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly; the pusher assembly was fractured approximately 5.0 cm from the proximal end; the coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed that the pusher assembly was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the device was removed from the packaging with force while bending, it is likely that damage such as this will occur. This device is 100% visually inspected from damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Upon removing a penumbra coil 400 coil (pc400 coil) from its packaging, the physician noticed that the distal end of the pc400 coil pusher assembly was kinked. The damaged pc400 coil was found prior to use and was not used in the procedure. The procedure was completed using a new pc400 coil.